Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that a pt had a revision surgery. It was reported that the femoral canal had fractured where it connected to the mrh femoral component, this fracture was reportedly due to fatigue.